Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional patient deaths reported in the article is filed under a separate medwatch report number. Attachment: article titled, "impact of frailty on outcomes after transcatheter edge-to-edge repair with mitraclip."

Event description:
This is filed to report respiratory failure, sepsis and hemorrhage requiring intervention and hospitalization. This article discusses transcatheter edge-to-edge repair (teer) with mitraclip and the impact of frailty on outcomes of patients. The primary end point was in-hospital mortality. The secondary end points from the index hospitalization included pericardiocentesis, hemorrhage requiring blood transfusion, cardiac complications, respiratory failure, sepsis, length of stay, and total hospitalization cost. The study concluded that the presence of frailty was independently associated with increased in-hospital mortality and worse in-hospital outcomes, a higher total hospitalization cost, and a longer length of stay and frailty is an independent predictor of a higher risk of complications and resource use in patients who underwent teer. Details are listed in the attached article titled, "impact of frailty on outcomes after transcatheter edge-to-edge repair with mitraclip."

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information reviewed and due to the limited information available from the article and the article covering multiple patients, a cause for the reported respiratory failure, sepsis and hemorrhage cannot be determined. However, respiratory failure, sepsis and hemorrhage are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical interventions and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.